Event description:
During a routine shift check by a clinician, the device intermittently shuts down when in a moving vehicle. Complainant indicated that there was no pt involvement in the reported malfunction.